Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -7.50/5.0/92 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. Lens rotation was observed and refractive surprise. The lens was repositioned on (B)(6) 2021 and the problem was not resolved. On (B)(6) 2022 the lens was explanted. Cause was not reported.

Manufacturer narrative:
H6-device evaluation: lens returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).